Event description:
It was reported that the device would not power on. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replace the power conversion pcb and provided the part number to replace. The device will not be evaluated by physio-control. The root cause of the reported failure cannot be determined.